Event description:
It was reported that a flogard infusion pump does not function. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). (B)(6). The flogard infusion pump was serviced on-site. A visual inspection did not identify any malfunctions. At alarm log review and power on self-test the technician identified an f-94 alarm (configuration option settings checksum is not 0) as the determined problem. This alarm was caused by a damaged main battery. The main battery was replaced to fix the reported condition. The pump passed all testing and was returned to the customer in working order.